Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the pads test failed. The customer changed the therapy cable and test load with the same results. There was no reported patient or user involvement and no adverse patient/user impact.